Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to pain. Upon revision, mildly elevated metal ion levels, cloudy fluid, elevated sed rate and c-reactive protein, and a positive gram stain consistent with infection were found. The information received does not change the MDR decision.

Event description:
Patient was revised to address acetabular loosening. **update** (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot), doi and dor information. It also identified that this is the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.